Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small saccular aneurysm located in anterior communicating artery, this coil would not able to detach with instant detacher. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil found in good condition within introducer sheath and still attached to pushwire. Instant detacher was not returned for evaluation. The pushwire was found bent at several locations from the proximal end within the introducer sheath. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. During evaluation, an in-house instant detacher was used in an attempt to detach the implant coil from the pushwire. After 2 attempts, although the twr crimps were successfully broken, the implant coil did not detach from the pushwire. The pushwire was then intentionally broken distal to the break indicator and the release wire was pulled back with difficulty, successfully detaching the implant coil. Without returned the instant detacher, any contributing factors from the instant could not be assessed. It is possible that the bends in the pushwire may have led to the event by prohibiting the release wire to pull back from the lumen stop. This was evidenced by the failure of the implant coil to detach with the use of an in-house instant detacher and by the difficulty pulling the release wire back during the manual detachment attempt. Although the customer reported they attempted manual detachment of the coil, there was no evidence that a manual detachment attempt occurred. It is possible that the axium coil pushwire became damaged due to the movement of the coil and pushwire against the reported resistance. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.